Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a belt slip over-speed error messages on the roller pump. As a result, an alternate device was employed. The perfusionist (ccp) moved the tubing form this roller pump to an "extra" roller pump on the same system-1, the case began and ran as normal. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00650. On the evening of (B)(6) 2014, the field service representative (fsr) had been at this hospital and had performed notice of field correction (nfc) software upgrade to the roller pumps. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.